Event description:
The customer reported the device alarmed and airflow stopped during use on a pt. At the time of event, it was reported the pt lost consciousness. The pt was to undergo CT scanning and was reported to have not yet recovered. The pt was receiving ventilation via mask and had a medical history of als. Device settings were reported as s/t mode, ipap 24cmh2o, epap 6cmh2o, rate 12 bpm, I time 1.0 second, rise time 0.3 seconds, comfortgel m mask, no humidifier. Further event info has been requested from the facility. The device is being returned to the MFR for eval and analysis of the reported event.

Manufacturer narrative:
Eval pending.